Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's front enclosure assembly was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to select energy level. Complainant did not indicate that there was any patient involvement in the reported malfunction.